Event description:
Customer called to report low blood glucose levels. Customer was unable to troubleshoot as his blood glucose levels were 40 at time of call. Paramedics were called and customer was treated with glucagon. Customer was instructed to call beck when he felt better to troubleshoot the pump. Customer mentioned that he overstimated for his carbohydrates.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time.